Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported the patient went to the hospital; however, it was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics, reported as "gram positive and gram negative antibiotics" (for 4 weeks, dose, route and frequency not reported) for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information : on the same day as the event onset, the patient was treated with ceftazidime (2 g, daily for 14 days route and duration were not reported) and vancomycin (2 g, per 5 day for 14 days, route and duration were not reported). Seven days after the event onset, the patient was treated with ceftazidime (1 g, daily, daily for 4 days, route and duration were not reported) and fluconazole (200 mg, daily for 21 days, route and duration were not reported). Fourteen days after the event onset, the patient was treated with meropenem (1gm, daily for 21 days, route and duration were not reported). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information : upon follow up, it was reported that the cause of the event was due to break in aseptic technique which was further specified as the patient did not wear a mask. It was not reported if the patient was retrained on proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.